Manufacturer narrative:
Additional information was received on 01sep2017 by the customer: "the patient sustained a scalp laceration and it was closed with staples. The patient outcome was fine after the event." Investigation completed 09/05/2017. Per our australian service center report, this product was made 9 years ago which is beyond the 7 year warranty. Also at that time this part was not serialized. The service center gave it the sn (B)(4) during this repair evaluation. No manufacturing or design related trend has been identified. Post market information will continue to be monitored. Root cause - the skull clamp base is cracked at the starburst thread. The ratchet extension is worn exhibiting too much lateral movement. The floating ratchet is too worn. Recommend replacing the parts as per the estimate before calibrating to the manufacturer's specifications. Please also note that the recommended life of mayfield products is 7 years. This device has a manufacturing date of 2008 and therefore has been in use for about 9 yrs.

Event description:
On (B)(6) 2017, an (B)(6) female patient was in the prone position for an inferior c2-c6 laminectomy procedure. It was reported that the patient sustained a laceration approximately 10 cm. (Location unknown). The head technician was called into the theatre as there was concern that the mayfield system had ¿moved¿. This was assessed while the patient was draped. The base unit was disconnected from the skull clamp. The clamp swivel lock was unlocked and relocked several times. When locking and reconnection of all parts was finalized, the patient¿s face was clear of table and frame. The mayfield parts checked by the technician were found to connect and lock in the normal operating manner. Additional information was provided on 11aug2017 by the customer that the skull pins used were not mayfield branded, but doro sterile disposable skull pins (not an integra product). Request for additional information has been sent.